Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported, after three left knee surgeries my doctor told me he could do no more. I can only walk a short distance using a foot to hip brace.